Manufacturer narrative:
No patient involvement reported. Event occurred outside of the operating room. No service history review can be performed as part number 398.228 with lot number(s) 2737872/4412063 is a lot/batch controlled item. The manufacture date of this item is may 01, 2002. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review for part #398.228, supplier lot #2737872, and synthes lot #4412062 was completed. Release to warehouse date: may 01, 2002, supplier: (B)(4), no non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that speed nut and spindle cap are missing from the reductions forceps. This malfunction was noticed by facility couple weeks ago and was discovered before the case. It was reported that forceps was used multiple times in previous surgeries and hospital was unable to locate the missing components. There was no patient involvement and the event occurred outside of the operating room. This complaint involves one part.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the speed nut and spindle cap were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: speed nut, spindle cap. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.